Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but as not become available in the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Non-conformance was identified for the aurora manufacturing records for the hemi head. However, all supporting documents confirm that this was an acceptable product when released. The available medical documents were reviewed. The intraoperative report indicated scarred and thickened synovial tissue and debris within the femoral head. Yellowish milky debris and blackened tissue on the trunnion were noted, consistent with trunnionosis. The pathology report was gross examination only of the left hip explant. It should be noted that bhr implantation for females of childbearing age is contraindicated. Although it was reported the patient had elevated cobalt and chromium levels, neither the levels nor the lab reports were provided for review. The intraoperative findings of trunnionosis and inflamed synovium are consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ion levels and metallosis cannot be confirmed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to unknown reasons.